Event description:
It was reported that during the implant procedure the lead was attempted, but not used due to high defibrillation threshold measurem ents. A new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. No anomalies were found. The outer insulation was cut. There was blood on the proximal end of the conductor (not obstructed). Visual analysis revealed the lead was damaged at implant.